Manufacturer narrative:
Sanofi company comment dated (B)(4) 2015: this case concerns a (B)(6) male pt who received synvisc one for an unk indication and experienced the event of suspected infection in the right knee. Based on the info received the role of synvisc one cannot be completely ruled out in the causation of event. However, lack of complete info about eh generalized health status, lab details and the details of the antibiotherapy given makes the complete medical assessment of the case difficult.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) male pt who presented with an injection site inflammatory arthritis and was suspected with an infection after receiving treatment with synvisc one. The pt's medical history included chondrocalcinosis. No other concurrent condition and concomitant medication were reported. The pt used synvisc one previously a year ago. On (B)(6) 2014, the pt received treatment with synvisc one injection, at a dose of 6 ml, once (lot/batch number: (B)(4); route of administration, indication, and expiration date: not reported) in the joint of each knee. On (B)(6) 2014, one day after the treatment with synvisc once, the pt presented with an inflammatory reaction in the right knee (injection site inflammatory arthritis). A puncture had been performed and the liquid had an inflammatory aspect. On an unk date, the pt was suspected with an infection and so, the physician introduced an antibiotherapy unspecified. The synovial fluid analysis showed the liquid of puncture was sterile after 24 h and 72 h leading to which the antibiotherapy was stopped. Further reported, the pt remained at rest. Corrective treatment: antibiotherapy nos, diclofenac sodium (voltarene) and diclofenac sodium/misoprostol (artotec) for injection site inflammatory arthritis; antibiotherapy nos for suspected an infection. Outcome: unk for suspected an infection; recovering/resolving for injection site inflammatory arthritis. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for suspected an infection. (B)(4) for injection site inflammatory arthritis.